Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred to the engineering team for further investigation. Advanced failure analysis (afa) investigation was completed by an advanced failure analysis engineer (afae) and the following information was obtained: the initial failure analysis findings were partially confirmed. The instrument failed self-test multiple times. The grip retaining ring and washer were confirmed missing. Missing retaining ring allowed the grip tube to slide independent of the grip drive adapter which can open the jaws by pushing the grip tube. With no retaining ring, the grip drive adapter slides over the grip tube when attempting to close the jaws. This results in the instrument jaws not being able to close all the way and is likely the result of the self-test failure. Since there was no retaining ring to hold the washer in place, the washer was missing as well. Additionally, the instrument was forced to pass homing by taping the jaws but the original fa finding of failed intuitive motion test was not replicated. The instrument moved intuitively in all motion (roll, pitch, and yaw). Further investigation revealed that the washer was actually located inside the housing. Since the grips would not close when trying to use the master tool manipulator (mtm), the instrument failed the intuitive motion test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have homing failures during initialization based on log review and during in-house testing. System logs showed four 22026 error codes indicating homing failures on universal surgical manipulator (usm) 1. The vessel sealer extend instrument was placed on the system and failed self-test on multiple attempts. Additionally, the vessel sealer extend instrument was found to have a dislodged blade based on log review and was confirmed during in-house inspection. Visual inspection showed that the blade was exposed approximately 0.109" outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the vessel sealer extend instrument tip. The jaw ceramic dots were visible, and the knife slot measured at 0.027". After manually retracting the blade, the vessel sealer extend instrument was placed on the in-house system and continued to fail the self-test. The vessel sealer extend instrument failed intuitive motion in the grip close motion. The vessel sealer extend instrument¿s grip tips were not moving intuitively and were not following the master tool manipulator (mtm) input commands smoothly. The grips were not able to close. The vessel sealer extend instrument housing was then removed and found a dislodged retaining ring. The retaining ring was found stuck to the magnet. The washer on the proximal grip adapter was found to be missing. The complaint regarding recognition issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the dislodged ring is attributed to the manufacturing process. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. This complaint is a reportable event due to the following conclusion: failure analysis found the vessel sealer extend instrument's retaining ring was dislodged. The failure mode noted in failure analysis investigations is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the vessel sealer extend (vse) did not work and failed the self-test. During call they installed the instrument on another arm but still did not work and displays the same error message. Several error 22026 in live logs. A new vessel sealer extend was used. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the customer did not provide any additional information.